Event description:
It was reported that the stent was partially deployed. Access was obtained via the right side. The 85% stenosed, 6x60mm target lesion was located in the mildly tortuous and mildly calcified eccentric and de novo superficial femoral artery (sfa). The lesion was predilated with a 6x40mm non bsc balloon, leaving 35% residual stenosis. A 7x80x130mm innova¿ stent was advanced to the lesion and deployed. It was noted that there was no difficulty in the release and retraction of the system; however, the proximal third of the stent did not expand. The physician post dilated the stent with a 6x40mm non bsc balloon; however, the proximal third of the stent still did not expand. The patient was hospitalized and a full dose of heparin was administered. Angiographic control was carried out the following day and a full stent expansion was noted. Distal flow was satisfying and the patient was discharged the same day in stable condition.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).